Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the previous implant was not working for their symptoms so they went to an appointment with the health care provider (hcp)  and rep. In the appointment they mentioned the lead was not working. Patient was not sure if the lead was damaged or moved from their original place, they just knew that therapy was not given results and finally they decided to continue with the process to replace the lead and implant.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 978b128 ((B)(6)); product type: 0200-lead; implant date (B)(6)2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.